Event description:
Circa scientific was informed by (B)(6) hospital that the prep tube, which according to instructions, is used for s-cath temperature probe preparation only and not for insertion, was not removed before temperature probe insertion, and remained in the pt when temperature probe was removed at the end of the case. The pt required two subsequent admissions at other hospitals for ongoing abdominal pain. The prep tube was eventually noted during endoscopy. Pt was transferred to (B)(6) hospital and the prep tube removed. The pt required placement of an endoscopic clip.

Manufacturer narrative:
H3 and h6: instructions for use were evaluated. Operating instructions include text and illustrations regarding proper use of the prep tube. User is instructed to remove and discard prep tube before inserting temperature probe into pt. The device met specifications however user did not follow instructions. Additional corrected data in regard to user facility report event description: instructions for use are provided with each case of temperature probes. Statements regarding cm guide marks and stylet re-insertion are not relevant and are immaterial to the event of inserting and leaving pre tube inside pt.